Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to oil leaking onto the motor home switch. The functional testing could not be completed due to the motor error alarm. No other error alarms could be verified. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner and a missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm during a basal delivery. The customer's blood glucose level was not reported. When the customer pressed the act button, a motor position encoder error alarm appeared on his insulin pump. He also received an off no power and a motion sensor test failure alarms. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.